Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned shower bag confirmed the report of water ingress. Examination of external portion of the shower bag found a breach in the seam of the clear outer flap which could have contributed to a potential leak. A specific cause of this damage could not be conclusively determined through this investigation. The shower bag was mounted in a sink and sprayed directly with water for over 15 minutes. Following the test, visible water was observed inside the shower bag and part of the interior surfaces were wet to the touch. The evaluation reproduced the reported leak. The hmii IFU (document # 105747ja-jp, rev. B) and hmii patient handbook (document # 103885ja-jp, rev. D) state in the caring for wear and carry accessories sections that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. The hmii IFU and hmii patient handbook also provide instructions on using and assembling the shower bag. The hmii patient handbook states that the shower bag should be allowed to drip dry completely before being used again. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: additional information (UDI) section h5, h8: correction

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that water soaked into the shower bag.